Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported a loss of therapy and had pain above a level 10, at a 15 plus that occurred gradually. The patient lost benefit with the therapy on. It was also noted the patient was charging too often or too frequently. The patient used to charge once a month and they were not charging every couple days. The patient had not been reprogrammed or switched to a new group not had she needed to increase the parameter. When the patient charged, she charged to 100% full. These issues occurred in (B)(6) 2015. A fall was reported that could have been related to this issue. In (B)(6) 2015, the patient fell and broke her knee. This fall occurred after the event date of the loss of therapy and increase in charging. The patient was not receptive to troubleshooting. It was noted the patient met with the manufacturer's representative (rep) in (B)(6) 2015 to troubleshoot, but the rep forgot to bring equipment and the patient was very upset about this. The reason for the call was regarding the implantable neurostimulator (ins) replacement. Since the patient's pump was being replaced due to normal end of life on (B)(6) 2015, the healthcare provider (hcp) also wanted the ins replaced due to the ins issues. At the replacement, the patient wanted a rep there. Relevant medical history included chronic low back pain and spinal pain.